Event description:
Pace medical was notified on april 18, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device complaining of intermittent output. The complaint could be recreated on the bench. Device recalibrated and final tested. Device passed all tests and was returned to the customer. Cause for complaint: unk. May have been due to a sudden impact or rough handling.